Event description:
Senseonics was made aware of an incident where patient developed an enlarging abscess at the insertion site four days after sensor insertion. The patient visited hcp who prescribed oral antibiotics. Due to upcoming holiday trip, the patient insisted hcp to remove the sensor without waiting for treatment. The sensor insertion took place on (B)(6) 2017.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Customer was prescribed oral antibiotics which healed the infection. The customer, however, would like to have the sensor explanted after returning back from the vacation. However, no further follow up was possible due to lack of response from the customer.